Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. The alarm occurred while changing the reservoir. Customer stated insulin keep squirting out and could not rewinding and priming process. The customer is on pen since saturday. The insulin pump will be returning for analysis.